Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing with noise and pacing inhibition greater than two seconds on the right ventricular (rv) lead. Technical services was consulted and recommended troubleshooting options. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing with noise and pacing inhibition greater than two seconds on the right ventricular (rv) lead. Technical services was consulted and recommended troubleshooting options. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this cardiac resynchronization therapy pacemaker (crt-p) exhibited two low, but within range right ventricular (rv) pacing impedance measurements. Additionally, there are high, variable rv threshold measurements. The patient was brought into clinic for further follow up and the previously reported noise was reproducible with isometric maneuvers. Technical services was consulted and provided further troubleshooting suggestions. The crt-p system remains in-service at this time. No adverse patient effects were reported.